Event description:
It was reported by customer that customer "over the weekend we had a midline leak, it looks like the midline is leaking at the site where the catheter hub connects to the tubing." Additional information 11/7/2023: it was reported by the customer "I placed this midline on (B)(6). Patient came to ER tonight because it was leaking. Home care changed the dressing thursday. The patient was in the ed on friday for a different complaint. The midline was checked at that time by the ed nurse and charting indicates it was flushing fine. Both the patient and family stated it was fine on friday and only started leaking today. When assessed, the midline is leaking form the catheter where it meets the hub. Also, when I placed the line, I sent some cages (blue securement devices) home with the patient so homecare could use them. Home care did not know what they were doing with it and placed it the wrong way (arrows facing down)."

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event.

Event description:
It was reported by customer that customer "over the weekend we had a midline leak, it looks like the midline is leaking at the site where the catheter hub connects to the tubing." Additional information 11/7/2023: it was reported by the customer "I placed this midline on 10/28. Patient came to ER tonight because it was leaking. Home care changed the dressing thursday. The patient was in the ed on friday for a different complaint. The midline was checked at that time by the ed nurse and charting indicates it was flushing fine. Both the patient and family stated it was fine on friday and only started leaking today. When assessed, the midline is leaking form the catheter where it meets the hub. Also, when I placed the line, I sent some cages (blue securement devices) home with the patient so homecare could use them. Home care did not know what they were doing with it and placed it the wrong way (arrows facing down)."

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The manufacturer has received the sample and is pending evaluation. Results are expected soon.

Manufacturer narrative:
Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking catheter is confirmed, but a root cause could not be determined. One video of a leaking catheter from a 20 ga powerglide pro was returned for evaluation. One photo of the batch sticker was returned for evaluation. One video of a leaking catheter from a 20 ga powerglide pro was returned for evaluation. One photo of the batch sticker was returned for evaluation. An initial visual observation of the photograph showed the information on the batch sticker matched the information recorded in trackwise. An initial visual observation of the video revealed blood use residues throughout a powerglide pro catheter. The catheter was observed to be detached from the powerglide pro housing and needle assembly. The catheter was observed to have extension tubing attached to the luer of the catheter. The video showed the catheter leaking where the catheter and luer interface. The liquid appeared to have a red tint as it leaked out onto a white gauze. No details of the split could be observed from the returned video. While a leak could be seen in the catheter in the returned video, there were no distinguishing features in the returned video which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported by customer that customer "over the weekend we had a midline leak, it looks like the midline is leaking at the site where the catheter hub connects to the tubing." Additional information 11/7/2023: it was reported by the customer "I placed this midline on 10/28. Patient came to ER tonight because it was leaking. Home care changed the dressing thursday. The patient was in the ed on friday for a different complaint. The midline was checked at that time by the ed nurse and charting indicates it was flushing fine. Both the patient and family stated it was fine on friday and only started leaking today. When assessed, the midline is leaking form the catheter where it meets the hub. Also, when I placed the line, I sent some cages (blue securement devices) home with the patient so homecare could use them. Home care did not know what they were doing with it and placed it the wrong way (arrows facing down)."